Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an onyx injection procedure using the apollo microcatheter, catheter occlusion occurred twice. The procedure involved accessing the carotid vessel, which had a diameter of 5 millimeters and moderate tortuosity. Initially, the apollo microcatheter was prepared according to the instructions for use, and dmso was administered into the dead space. The operator experienced slight resistance during the administration, which increased during the onyx injection, leading to a blockage at the distal end. A second apollo microcatheter was used, but the same issue occurred, resulting in the removal of the catheter. A third apollo microcatheter was then used, and the injection proceeded without any problems. The catheter was flushed as indicated in the instructions for use. The product was replaced by a medtronic product. 2024-dec-19 e1 (for, rep, hcp): additional information was received that the cause of the occlusion was not determined. The dead space of the delivery catheter was filled with dmso. It was noted that the operator felt a slight resistance during flushing or injection and that there was slight onyx reflux. Injection was continuous. There was no immediate wait between injections, the injection began and due to resistance it was stopped, then the injection was attempted again, feeling the distal blockage; the wait was 30 seconds. Additional information received reported it did not present premature solidification but rather it presented a leak through the proximal part of the catheter.

Manufacturer narrative:
Product analysis #(B)(4) : equipment used: vis (m-85519) as found condition: the apollo catheter was returned within a shipping box and an open apollo outer carton visual inspection/damage location details: onyx was found within the apollo catheter hub. No bends or kinks were found with the apollo catheter body. The apollo catheter detachable tip was found intact. No onyx was found within the apollo catheter distal tip lumen. No punctures or ruptures were found with the apollo catheter. Testing/analysis: none conclusion: based on the device analysis and reported information, the customer¿s ¿resistance¿ and ¿rupture¿ reports could not be confirmed. However, the customer¿s ¿occlusion¿ report was confirmed. Onyx will solidify if it becomes exposed to water, saline or blood. This can occur in the hub, catheter lumen, or the needle used to draw the onyx from the vial. Onyx solidification and the damage found with the catheter body (kinking) can contribute to the reported resistance issue. However, the cause of the reported event could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.